Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the control unit had a crack due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: bending section cover, control unit, switch 1, angulation lever, right and left lever, up and down plate, right and left plate, light guide connector, light guide cover glass, video connector case, video connector and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the endoeye flex deflectable videoscope screen blacks out. The reported issue occurred during an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.